Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops. Evaluation of the submitted log file confirmed the reported pump-stops. The submitted log file contained data spanning from (B)(6) 2021 11:53:13 through (B)(6) 2021 13:06:20. The log file captured 2 pump stops on (B)(6) 2021 and 4 pump stops on (B)(6) 2021. The stops occurred while the patient was supported by both the power module and battery power. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of (B)(6). No other atypical events were captured. The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing, and 2.5¿ and 32¿ distal portions were returned in for evaluation. The sealed inflow cannula (flex section and inlet extension) was not returned. The sealed outflow conduit (outflow graft and outflow graft bend relief) was not returned. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. An external perc lead repair was observed 21¿ from the metal connector. Upon removal of the silicone jacket, the bionate showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed 2.5¿ from the metal connector. Areas of more severe breakdown were observed approximately 22¿ through 26¿ from the metal connector. Microscopic and visual inspection of the wires revealed breaches in the insulation of all but the red wire 28-28.5" from the metal connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the green, yellow, orange, black, and brown wires that would have resulted in an electrical short. No additional breaches were found in the remaining wire. The insulation breaches of all but the red wire would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. Similar events could have occurred if the exposed conductors of the damaged wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19may2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previously driveline repair was reported under MFR # 2916596-2020-03780. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on a routine clinic visit device showed two episodes of pump off alarm each for about four seconds. Patient denied hearing any alarms and there was no active alarm in the controller. Currently everything appeared to function fine. Log file analysis for heart mate ii patient contained abnormal pump stoppages on both battery on (B)(6) 2021 and patient cable on 1(B)(6) 2021. This type of data indicates there is a phase to phase short (multiple wires damaged) within the patients driveline. Technical services replaced most of the driveline during the prior repair which typically does not leave room for another repair. There were also low flow hazard alarms and low speed hazard alarms. On (B)(6) 2021 patient underwent heartmate 2 to heartmate 2 device pump exchange. The original inflow conduit and outflow graft were not exchanged. Patient was doing well and plan to be discharged home by the end of that week.